Manufacturer narrative:
The lead was not returned for analysis. Therefore this report only refers to the results of the ICD analysis as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated. Based on the observed characteristics, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated and the memory data could not be evaluated. An insulation damage of the right ventricular lead cannot be excluded. The analysis revealed no indication of a material or manufacturing problem. Should further relevant information or the lead itself become available for analysis, this investigation will be updated.

Event description:
It was reported that this lead delivered inappropriate shocks, leading to battery depletion of the patients device. Lead is not available for analysis.